Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she woke up this morning to a blank display; the battery came out of her insulin pump. The customer had misplaced the battery cap. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the blank display. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. However, the customer misplaced the battery cap so troubleshooting could not continue. No products were returned and the customer was advised to call back to finish troubleshooting if she found the original battery cap.